Event description:
It was reported the patient experienced withdrawal. The patient had numerous episodes of withdrawal. A dye study and roller study were performed and no issues were seen. Hcp chose to open up the patient to determine why they were having symptoms. The thoracic area was opened and it appeared that the catheter was kinked and that there was a sharp curve at the connection site. It was unclear what exactly was implanted or where the connection had the sharp curve. A new pump and catheter were placed. They chose to proactively replace the pump although there was no suspected pump issue. The pump was delivering morphine. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported that a bolus was programmed on the explanted pump on the operating room (or) table and the pump flow on or table was positive. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump found no pump anomaly. Pump and catheter returned for non-destructive analysis only. Pump passed no n-destructive analysis test. Final analysis of the catheter (segment 2) found a hole caused by deep abrasion in the catheter/catheter body. Catheter was returned in segments (2 segments). This analysis summary is for segment 2. Two deep abrasions found on both ends of the anchor site. The proximal end of the anchor closest to the pin connector had developed a hole and was seen leaking during pressure testing. Minimal pressure was applied and leak was seen immediately. Also to note is segment two as received was clogged with some dark material and was broken loose during the cleaning/decontamination process. Final analysis of the catheter (segment 1) found acceptable testing. The catheter was returned incomplete in segments. Catheter was returned in segments (2 segments). This analysis summary is for segment 1. This segment passed testing. Some issues noted as possible explant damage and did not affect lab testing. (B)(4).

Manufacturer narrative:
Patient programmer model# 8835, serial# (B)(4), catheter model# 8709, serial# (B)(4), implanted: 2002-(B)(6), explanted: 2012-(B)(6). Accessory model# 8578, lot# n155907, implanted: 2009-(B)(6), explanted: 2012-(B)(6). (B)(4).